Manufacturer narrative:
Product event summary: the full lead was returned, analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent. No further helix function test possible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helices on two right ventricular lead were noted to not extend fluently and came out abruptly. Another lead was used to completed the procedure. No patient complications have been reported as a result of this event.